Manufacturer narrative:
Block b3: exact date unknown, event occurred few months before the explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation, and the patients paddle lead was tilted off to one side. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were disposed by the facility.